Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient experienced pain, mesh exposure, dyspareunia, bleeding, urinary issues, infection, thinning of the vaginal mucosa, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Mesh exposure. Urinary issues. Vaginal mucosa thinning. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.